Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-03447 and 1627487-2013-03448. The patient received a total of 4 scs leads. The 2 scs leads have the same lot number. It was reported the patient's left scs lead is causing her pain as the patient can feel the lead inside her. A sjm representative was unable to resolve the issue with reprogramming as pain occurs regardless of stimulation. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.